Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 17925219 product family: scs-ipg-r-MRI upn: m365sc12000 model: sc-1200 serial: (B)(6) batch: 20943709.

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances.underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.